Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, a posterior calcium shelf with short restricted posterior leaflet and elevated starting gradient for a mitraclip procedure. During the procedure there was challenges in reducing the mr. A mitraclip xtw and a mitraclip nt were attempted but were not implanted. During the grasping attempts, there was a tissue perforation noted on the posterior leaflet. Per the physician, there were no device malfunctions. The final mr was grade 3-4. There were no clinically significant delays reported. An additional medical procedure has been scheduled.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to patient conditions (calcified, thin, short and restricted posterior leaflet). Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a